Manufacturer narrative:
Device was used for treatment, not diagnosis. Ethnicity/race was not provided for reporting. (B)(4). Expiration date= na. Lot number = ni. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products and therapy dates: drug: lipitor; unknown dose or treatment; consumer still on drug. Drug: reclipsen unknown dose or treatment; consumer still on drug. Drug: trandate; unknown dose or treatment; consumer still on drug. Drug: minocin; unknown dose or treatment; consumer still on drug. Drug: gabapentin; unknown dose or treatment; consumer still on drug. Drug: prilosec; unknown dose or treatment; consumer still on drug. Drug: zoloft; unknown dose or treatment; consumer still on drug. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6), female consumer, reported an event with band-aid flexible fabric bandages. The consumer reported she used 1 bandage on (B)(6) 2018 to a cover a popped cyst on her inner thigh. The consumer cleaned the wound with peroxide and bacitracin before applying the bandage. Consumer reported that she wore the bandage up to 5 hours when she started to experience pain in the area where the bandage was applied. Consumer reported she removed the bandage that day. Consumer reported when she removed the bandage, the bandage left what the consumer described as a chemical burn. Consumer also indicated that when the she was experiencing pain while having the product on her thigh and she removed the product, it peeled off the layer of skin that was blistering. Consumer reported that she sought treatment from her health care professional (hcp) (B)(6) 2018. The hcp indicated the effective area looked to be a chemical burn and that the effective area was becoming infected. Hcp also indicated that the consumer got a severe case of dermatomyositis, that her wound formed blisters. Hcp recommended the consumer to stop use of product and to continue to apply bacitracin to the effective area and prescribed the consumer to take cephalexin. Consumer reported she is still experiencing symptoms of the event and describe the wound that it has scabbed over but is still painful.